Event description:
In the 6w unit, IV tubing was found leaking. Leak is from the upper silicone segment. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available

Manufacturer narrative:
(B)(4). The customer state the set has been discarded and is not available for failure investigation.